Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Patient's weight was reported as n/a. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the bar broke on a silent nite device. Additional information received reported that the event occurred on (B)(6) 2026, while the patient was sleeping. The patient continued to use the device until a new one was delivered. The old device was returned to (B)(4). The patient did not suffer any harm or injury and no medical intervention was required.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned without the original case. The returned device was visually inspected, and the anchor was observed to be broken. Roughness- the flange was smooth; internal/external surfaces were smooth. Broken- the blue anchor appears broke off. Delamination- layers were intact and did not separate. Discoloration- the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles root cause description the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).